Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had been having recharger issues. Initially, the patient could get it to connect to charge the ins, but were unable to move as it would start beeping to adjust position. After additional recharge attempts the patient was unable to get the recharger app to find the recharger. The manufacturing representative met with the patient and they performed some resets and the app would not connect to the recharger and was unable to find the device. They performed a handset reboot and were unable to communicate with the recharger. During ins recharging, it would stop recharging to find the position and the rep indicated that when using the rep's recharger they never had an issue. A replacement recharger was requested from repair. There were no patient complications reported as a result of this event. Additional information was received from the patient. They reported that the replacement recharger did not resolve the issue. The patient was going to meet with their doctor on (B)(6) 2020. The wrote that their device was placed too low. It was extremely difficult to wear the belt, and have the device stay connected.